Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewind. Customer reported that the alarm did not occur shortly after inserting a new battery however it recurred during normal insulin pump use. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).